Event description:
A customer reported experiencing high blood glucose levels, with the specific value being unknown as it was displayed as "high." Cause was not known. The customer addressed the situation by administering a correction bolus via the pump, opted to change and replace the site, and decided against a supplies/system check. No further assistance was required.